Event description:
It was reported that after unpacking the maverick2 monorail catheter, a hair was found in the packaging. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.